Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm arrived on site and was informed by the customer's biomed that he hooked up an ECG simulator to the iabp unit and a signal was obtained. The stm checked the calibration, functionality, and safety checks, which all passed; the stm was able to obtain a heart rate and waveform. The stm was unable to duplicate the customer's reported issue and all tests passed per factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the ECG waveform on the cs300 intra-aortic balloon pump (iabp) was present; however, no beats per minute (bpm) rate was displayed. It appears that this event occurred during use on a patient. In any event, no patient injury or harm was reported.